Event description:
The user facility reported that an unidentified number of dialyzers have leaked during pre-processing or during use. Upon follow-up communication, it was reported that the dialyzers that started to leak during use were changed out for another unit without returning blood to the pts. Event specific info was not available.